Manufacturer narrative:
Concomitant medical product: 4076-52 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-operative phrenic nerve stimulation. The low-voltage pacing lead was reprogrammed to avoid stimulation and remains in use. No further patient complications have been reported as a result of this event.